Event description:
Customer's mother (customer is a child) reported she called adc customer service on (B)(6) 2012 to request replacement batteries for a blank screen issue on her adc blood glucose meter, in addition to requesting two additional spare meters, and was told they would be delivered next day via special delivery. On (B)(6) 2012 customer was feeling like her glucose was "very high" and was experiencing "sickness". Customer was taken to a local healthcare facility where she was diagnosed with hyperglycemia and dka (diabetic ketoacidosis). Customer was hospitalized over the weekend. It is unknown what treatment was rendered at the hospital. Customer denied self-treatment. There was no report of death or permanent injury associated with this event. This is a final report. The complaint involved a delivery issue; hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This is a final report. The complaint involved a delivery issue; hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted. The date of manufacture is unknown. The manufacture date listed is the date when abbott diabetes care became aware of the event.

Manufacturer narrative:
Please note the following corrections to the original MDR: incorrectly identified the issue to be a product problem. The complaint involved an adverse event. Outcomes attributed to adverse event section omitted check marks from: hospitalization and required intervention to prevent impairment/damage.